Event description:
It is reported that the instruments fractured during use.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: tension gauge fractures of this type are due to repeated exposure to large bending forces. Based on lot number the m/g provisional has an approximate field age of (B)(4). It is likely the fracture was due to repeated autoclave cycles. However, with the information provided an exact cause cannot be determined. Evaluation: as returned the m/g provisional and tension gauge have fractured. The lot number for the tension gauge is unknown; therefore, a review of the device history could not be accomplished.